Event description:
It was reported that the surgeon inserted an aq2010v silicone three piece lens and the haptic got stuck in the injector and was torn during insertion. The lens was removed and replaced without any pt incident.

Manufacturer narrative:
Evaluation codes: results - visual inspection of the returned product showed that part of the optic and a haptic had been torn off and was missing. Additionally, the cartridge was returned and there was no visible damage observed. There was evidence of clear surgical residue. Conclusion - (no conclusion can be drawn): based on the complaint history and evaluation of the returned product, a specific root cause of the event could not be determned. It should be noted that the injector was not returned for eval.